Event description:
It was reported that there was an infection in the pocket and a syringe full of pus was extracted. The patient had redness, swelling, and a hot area over the implantable neurostimulator (ins) pocket. The right side extension and ins were removed. The doctor cultured at the lead-extension site and it came back as (B)(6). The patient was hospitalized and intravenous (IV) antibiotics were being administered. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0fbwl, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va05sek, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).